Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In the opinion of the investigator, the shortness of breath was severe in intensity, unlikely related to study drug, unlikely related to study device, and unlikely related to study procedure and the periprocedural mi post CABG was mild in intensity and not related to the study drug, study device, or procedure. Though requested, no additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Angina, myocardial infarction, and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and their relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). Guiding catheter: 6f kimny and pigtail. Sheath: 6f. Other: heparin.

Event description:
It was reported that on (B)(6) 2010, due to stable angina, positive stress test, and myocardial infarction (mi), the patient underwent the index procedure with deployment of two promus stents, a 3.0 x 23 to the distal circumflex (cx) and a 2.25 x 15 to the left posterior descending artery (l-pda). Post procedure residual stenosis was 0% in treated lesions. The patient had been taking daily 100 mg aspirin since 2008. On (B)(6) 2010, the patient received a peri-procedural loading dose of study medication clopidogrel, 75 mg. On (B)(6) 2010, the patient began daily 75 mg clopidogrel dosing. Post procedure, the patient had some angina with no significant ECG changes. The mi event was resolved on (B)(6) 2010 and the patient was discharged from the index procedure hospitalization. On (B)(6) 2010, the patient was readmitted to the hospital with shortness of breath on exertion. ECG revealed no significant st-t changes. Creatine phosphokinase (ck) and ckmb were within normal limits and troponin I was continuing to decrease from index procedure. Fractional flow reserve at repeat angiogram on (B)(6) 2010 revealed significant mid lad and distal lcx lesions and the patient was referred for early inpatient coronary artery bypass graft (CABG). On (B)(6) 2010, the patient underwent coronary artery bypass graft (CABG) (5 grafts lima to lad, ra to om, om2, om3 and pda). Following CABG, the patient had elevated troponin I and ck meeting the criteria of an mi, following which the patient was recovering well. The patient was discharged on (B)(6) 2011.

Event description:
Subsequent to the initial medwatch report, additional information reported that the 3.0x23 promus stent in the left circumflex artery is patent.